Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. Product ID 8835, product type programmer, patient. (B)(4).

Event description:
Information was received from a patient receiving clonidine (unknown concentration at 85.41 mcg/day), bupivacaine (unknown concentration at 1.1388mcg/day), and dilaudid (unknown concentration at 7.592mg/day) via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. The patient reported seeing 8503 code on the personal therapy manager. The patient indicated that the pump was recently refilled and reprogrammed with a prescribed bolus that was currently in progress. The patient reported that he felt like the pump was turned off. The patient was in a lot of pain and his whole back was destroyed. The patient reported that he had some bad days and some good days with his pain. The patient also noted that he has "supsys" which is a fentanyl spray that he uses and he also takes pills as needed, the patient reported that the supsys causes him to feel sleepy and he doesn't really like it. It was later reported by the health care professional that the patient tried to give himself a bolus immediately after refill while at home. The pump started working after 24hrs. Additional information regarding the patient feeling like the pump was turned off has been requested, but was not available as of the date of this report. If additional information is received, a follow-up report will be sent.